Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: closed with stratafix and dermabond prineo (clr222us) per standard protocol. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Yes, removal of prineo skin closure system, dressing change and steroid prescribed., severe blistering, inflammation potential for infection, dressing change, oral steroid , what was the procedure date? (B)(6) 2023. Was any surgical intervention performed? No surgical intervention performed thankfully. Were any cultures taken? Results? No cultures taken. Please describe how was the adhesive was applied. The adhesive was applied per standard protocol. Upon skin closure, hydrogen pyroxide used on lap pad to remove skin prep, dried and then prineo applied in full-flexion. What prep was used prior to, during or after adhesive use? Sterilium rub (alcohol), duraprep, chloraprep, and then hydrogen pyroxide to remove skin preps before prineo application. Was a dressing placed over the incision? If so, what type of cover dressing used? - a standard op-site was used to cover incision after prineo dried. Additionally, a polar ice cold therapy dressing/pad placed to reduce swelling/pain. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? - not disclosed. Is the patient hypersensitive to pressure sensitive adhesives? - not disclosed. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? - not disclosed. Patient demographics: initials / ID, gender, age or date of birth; bmi - 73y/o male patient pre-existing medical conditions (ie. Allergies, history of reactions) - n/a has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? N/a. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? - due to prineo's inelasticity, patient formed severe blistering during post-op pt. Dr. Zeegen has used prineo for 5+ years, no issues ever with hips, only on total knee arthroplasty. Is product available to return for analysis. No additional information has been requested however not received. What was the procedure date? (B)(6) 2023. The initial entry of the complaint provided an event date of september 25. Please clarify the procedure and event dates. What is the perceived issue with the stratafix? No product available for return. Note: events reported via: mw# 2210968-2023-08290, mw# 2210968-2023-08291. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m . This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a right total knee arthroplasty on (B)(6) 2023 and barbed suture was used. Patient returned to clinic 6 days post-op with severe blistering around mesh/application site on right knee requiring removal of adhesive and treatment with oral steroid and dressing change. Additional information has been requested.